Event description:
It was reported that a patient sustained an intraoperative femoral cortical perforation at the stem tip due to severe osteoporosis.

Manufacturer narrative:
Information was received from a published article. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540315003733. This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices were received as they remained implanted. The part and lot numbers of the products are unknown; therefore the manufacturing records, complaint history could not be reviewed. The reported warsaw design controlled devices are used for treatment. It could not be confirmed if the devices are an approved and compatible combination. Surgical notes were not provided. It was noted that the femoral cortical perforation occurred during the surgery. Severe osteoporosis, as reported, may be a contributing factor; however, with the information provided a specific cause could not be determined.